Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
Customer reported receiving erratic readings on her freestyle freedom blood glucose meter. Customer reported receiving readings of 495 mg/dl and 116 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. The reading(s) the customer reported were found in the meter memory. This is a final report.